Manufacturer narrative:
Unique identifier (UDI): the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 10 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was hospitalized for suspected gastrointestinal bleeding. On admission, the patient¿s hemoglobin was 5.5 g/dl (down from 9.2 g/dl on (B)(6) 2017) and the patient¿s inr was mildly supratherapeutic. The patient denied any overt bleeding. The customer suspected a slow bleed as the patient was tolerating a hemoglobin of 5.5 g/dl well. The patient was transfused 2 units of packed red blood cells (prbc) on (B)(6) 2018 with appropriate response of increase in hemoglobin to 7.6 g/dl. An esophagogastroduodenoscopy performed found an oozing gastric ulcer that was treated with argon plasma coagulation (apc). The bleeding reportedly resolved on (B)(6) 2018. At the time of event, the patient was taking warfarin. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.